Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint types were reported for units within the same lot. Conclusion code : off label use (acd<3.0mm) (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.0/+1.0/93 diopter, in the patient's right eye (od) on (B)(6) 2016. According to the dr. That because the surgery operating time was too long, the suspensory ligament near the lens capsule membrane dot light lens opacity. The lens was explanted in the same surgery, and the phaco-emulsification (cataract surgery) was performed, no iol lens was implanted. The customer stated that the situation is stable, and observation on regular basic. As of the date of MDR submission, the lens has not been returned.